Event description:
1/2 reference (B)(4) for related complaints) first occurrence per email: writer had attached a cadd tubing (lot # 4235006) to the cadd pump, had spiked the med bag and was attempting to prime the line. Medication was not leaving the medication bag even though the pump was reading that the medication bag volume was decreasing. The same thing had occurred to writer fri (B)(6) but medication would go up to the fourth loop of the tubing but would not go any further. Both times, writer disconnected the tubing from the pump and attached a new set of cadd lines and pump then would prime lines with no concerns. On fri (B)(6), writer took picture of packaging and today writer took faulty lines back to home care office to see if lines were attached to a different pump, if the problem would continue. Writer completed same with different cadd pump and new saline bag noting problem continued. No person affected. Recurrent issue. No patient information is requested/ entered as this is considered confidential in (B)(6).

Manufacturer narrative:
, Corrected data: correction: d4: model number: should be blank.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-08938. The report was submitted in error.